Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the polaris spectra system control unit (scu) for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The scu was returned to the manufacturer for evaluation. The representative was unable to replicate the reported issue when connected to a known operational navigation system. The event log for the unit found an intermittent history of an internal strober error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the localizer on the navigation system was displayed to not be connected. Restarting the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.